Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the catheter accessories products that are cleared in the us. The product classification code for the catheter accessories product is identified. The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation unconfirmed for loose or intermittent connection, however, confirmed for leak. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601700ce port and catheter accessories allegedly experienced loose or intermittent connection, unstable and fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) is (B)(6).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the catheter accessories products that are cleared in the us. The product classification code for the catheter accessories product is identified in d2. H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation unconfirmed for loose or intermittent connection, however, confirmed for leak. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601700ce port and catheter accessories allegedly experienced loose or intermittent connection, unstable and fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The weight of 42 month old male is 15 kgs.